Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Low bg cause was not known. The contact declined to perform further troubleshooting with tandem technical support.